Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 600 mg/dl. The contact was unsure of the cause of bg level, but suspected it was either due to the cartridge or the infusion set. While in the hospital, the customer received treatment in the form of insulin and intravenously delivered fluids. During a follow-up, it was reported the customer was released from the hospital on (B)(6) 2018. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.